Manufacturer narrative:
Correction, g4: date received by MFR: the g4 date was inadvertently submitted as (B)(6) 2021; however, the correct date is (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events were reported to have occurred on an unreported date "in the past". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced multiple episodes of peritonitis. The cause of and treatment for the events was not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.